Event description:
During preventive maintenance of the device, the field service rep reported that the display segments burned out. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
A supplemental report will be submitted should info be received that would impact this initial report.